Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of hearing an alarm every few hours due to an ¿impedance¿ issue on the right ventricular (rv) lead.  The lead remains in use.  No patient complications have been reported as a result of this event.